Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported the alarms were due to hypertension and hypovolemia. The controller event log file collectively contained events from (B)(6) 2025. Low flow hazard alarms were captured throughout the files. Some of these events were associated with elevated pi values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, right heart failure, respiratory failure, and hypertension, which may be associated with the use of heartmate 3 lvas. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism and aortic insufficiency as potential late postimplant complications. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 of the IFU, ¿patient care and management¿, (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files low flow events on 10mar2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The patient did not experience hypertension at the time of the alarms, but they were ambulating. The patient was potentially hypovolemic. The patient did not experience any symptoms during the time of the low flow events. The cause of the low flows was noted to be hypertension and the patient's volume were slightly down. Low flows were ongoing. The patient's blood pressure was actively being controlled, and fluid intake was encouraged. The patient had been optimized in terms of fluid status and the patient's afterload had been rather well managed however the patient continued to have low flow alarms during ambulation and was symptomatic. Log file review on 13mar2025 revealed low flows with high pi readings which appeared physiological in nature. The pump was seeing a reduction in blood volume. A low flow software upgrade was requested due to persistent low flows. A chest computed tomography angiography (cta) showed a mild mural thrombus seen along the outflow cannula without flow-limiting stenosis. An echocardiogram showed estimated left ventricular ejection fraction was severely depressed at less than 20%. The lvad was present. The inflow cannula was visualized in the left ventricle. The aortic valve opened partially by aortic valve cusp separation assessment with trace aortic valve regurgitation. Right ventricular systolic function was moderately depressed. Pulmonary artery systolic pressure was normal at 17 mmhg. There was a normal inferior vena cava size of 1.8 cm with normal collapse greater than 50%. The estimated right atrial pressure was 3 mmhg. The patient's left ventricular cavity was 3.8 cm. Additional information received stated that the cause of mural thrombus was not identified. Thrombus was not resolved. Right heart failure did not exist pre-lvad implant. It was unknown if the device caused or contributed to right heart failure. The patient developed respiratory failure on (B)(6) 2025 that required intubation. Following intubation, the patient required maximal doses of pressors and inotropes. The patient remained hypotensive with persistent low flow alarms. The patient experienced persistent nausea/vomiting and hyponatremia. The patient was treated with medications. Moreover, the patient forwent low flow software upgrade as they transitioned to comfort care. The patient required high high-flow nasal cannula (hfnc) requirements. On 50 liters of 90% fio2 (fraction of inspired oxygen), the patient's partial pressure of oxygen (po2) was in the 50s in the morning of 10apr2025. Bilevel positive airway pressure (bipap) was not considered safe for the patient due to high aspiration risk.